Event description:
Pt reported experiencing elevated blood glucose in the 400's mg/dl. Her normal range is 90-110 mg/dl. Pt reported in 05/2006 that she had been receiving 04 (occlusion) alarms and believed the alarms contributed to her elevated blood glucose level. She indicated in 05/2006 that she had not changed her adapter every 6 months as recommended. Pt stated that device would successfully deliver insulin into the air. Pt reorted on 06/09/06 that the accessories had been changed and her concerns regarding the elevated blood glucose levels continued. She did not report any symptoms associated with the elevated blood glucose level. No medical assistance was required. Product was requested to be returned for evaluation.